Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the suction instrument would verify but then not navigate. Another instrument was navigating normally. The site claimed there was no metal interference <(>&<)> patient was positioned properly on the flat panel emitter. Patient tracker had a 1.0 millimeter interference <(>&<)> the site was unable to get it to go down. The field representative (re) suggested getting another suction <(>&<)>/or instrument tracker to the surgeon but they chose to continue without the suction in both cases. No known impact to patient outcome. There was a surgical delay of less than one hour.